Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to a procedural issues, patient non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that two days after a left transcarotid artery revascularization (tcar) procedure, the patient was presented with stroke-like symptoms. The patients symptoms have completely resolved; however, it is unknown how long the symptoms lasted. Duplex ultrasound showed no thrombus. Magnetic resonance angiography (mra) imaging revealed multi-focal punctuate ischemic acute infarcts throughout the left hemisphere. The patient was switched to brilinta. At this time, it is unknown if the reported failure is related to a procedural issues, patient resistance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.